Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of device foreign material present in device.

Event description:
It was reported that a polaris ultra ureteral stent was used in a ureteroscopic lithotripsy procedure in the ureter. During the procedure and inside the patient, it was noticed that there was a foreign matter inside the tube of the stent and could not be inserted. No foreign matter fell inside the patient. The procedure was completed with another of the same device and there were no patient complications reported. The patient's condition at the conclusion of the procedure was reported to be stable.